Event description:
During opening and set up of heart cath the guidewire (.035j) in the cardiac angiography pack from medline, it was noticed that it was bent/broke at the distal end while still in the hoop. Another wire was used to replace that one.